Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital after receiving high voltage shocks from their device due to tachycardia events. Upon interrogation of the device, noise and low impedance were noted on the right atrial lead. Lead revision was discussed. The patient was stable before, during and after the event.